Manufacturer narrative:
Continued: PMA/510(k): k173673 investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report based on the condition of the returned device. The device was returned with the snare cut at the catheter and the snare head and drive wire were removed from the catheter. There was a reddish-brown substance present throughout the length of the catheter. The sheath was kinked/buckled at the base of the handle, most likely from excessive force used attempting to cut the polyp. The snare could not be function tested due to the condition of the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned device confirmed the report. The user states that after the active cord was switched, the second snare cut as expected, leading to the conclusion that the active cord was not working properly with the use of the first or second snare and is the most likely cause of the snare not being able to cut properly. The instructions for use contain the following information to assist with proper set-up and use of the device: "before using this device, follow recommendations provided by electrosurgical unit manufacturer to ensure patient safety through proper placement and utilization of patient return electrode. Ensure a proper path from patient return electrode to electrosurgical unit is maintained throughout the procedure." "Inspect active cord. Cord must be free of kinks, bends, breaks and exposed wires to allow for accurate transfer of current. If an abnormality is noted, do not use active cord." "With electrosurgical unit off, prepare equipment. Securely connect active cord to device handle and electrosurgical unit. Active cord fittings should fit snugly into both device handle and electrosurgical unit. Following instructions from electrosurgical unit manufacturer, position patient return electrode and connect it to electrosurgical unit." "Following electrosurgical unit manufacturer's instructions for settings, verify desired settings and activate electrosurgical unit. Note: maximum rated input voltage for this device is 2kvp-p for cut mode and 5 kvp-p for coagulation mode." Prior to distribution, all acusnare polypectomy snares are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
During a colonoscopy, the physician used a cook acusnare polypectomy snare soft. It was reported [that] they put the first snare around the large polyp and tried to cut the polyp off. The snare would not cut through the polyp. The snare then remained stuck on the polyp. They could not get the snare off the polyp. So, they cut the handle off the snare so they could remove the scope. The snare loop was still stuck in the patient and the scope was out. A section of the device did not remain inside the patient¿s body. The snare loop lodged on polyp was retrieved with another snare to remove polyp due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.